Event description:
It was reported that, "the above listed implants were implanted on (B)(6) 2010, in a revision of a previous hemiarthroplasty due to dislocation of the bipolar hip. The c-taper head and uhr bipolar head listed above were explanted and the hip was converted to a total hip replacements with the following parts: 06-2898 ((B)(4)) ctaper head 28mm - 3 and 69-2852 ((B)(4)) trident all poly constrained insert 52mm."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.